Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
At end of yervoy infusion, approx. 5ml of drug leaked from filter tubing onto pt. No patient harm.

Manufacturer narrative:
Correction: annex a code. H10: no product or photo was returned by the customer. The customer complaint of filter leaking could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue was unable to be confirmed without a sample investigation.

Event description:
No additional information was provided.